Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The device stopped delivery of insulin. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with rewinding the insulin pump but the issue could not be resolved. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count time values error alarm noted. The motor was tested outside of the device and passed. The insulin pump was received scratched case, pillowing keypad overlay, serial number label stained and minor scratched lcd window.